Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for failed battery alarm. The customer¿s blood glucose was unknown. Customer reported that pump alarmed with failed battery alarm. Customer took battery out and put new battery in and got the same code and keeps getting the same alarm when switching batteries out. The customer was assisted with troubleshooting and customer received failed battery test again. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with operating currents within spec and passed displacement test and self test. No failed battery test alarms were noted. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case.